Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d -evprop34us, serial/lot #: (B)(4), ubd: 20-jan-2021, UDI#: (B)(4); product ID: evolutpro-29-us, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). (B)(4) applies to the d-evprop2329us with lot number 0010124199 and evolutpro-29-us with serial number (B)(4). (B)(4) applies to the d-evprop34us with lot number 0010100837. The devices were not returned; therefore, no product analysis can be performed. Without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was prepped and loaded on this delivery catheter system (dcs). The load was checked via fluoroscopy. The implant was attempted using a non-medtronic guidewire. Upon the first deployment, the valve dislodged to the aorta after it contacted the annulus. The valve was recaptured in the sinus of valsalva near the level of the sinotubular junction (stj). A second deployment attempt was made with controlled pacing at approximately 140 beats per minute (bpm). The valve was deployed at 80% but implant depth was determined to be too deep at 8-10 mm on the non-coronary cusp (ncc). An attempt was made to partially recapture the valve and slightly withdraw the dcs in order to obtain a higher implant. Once again, the valve dislodged, and it was decided to withdraw the system and use a smaller valve. A new system was used with a 29 mm valve and a 18 french (fr) sheath was used. While prepping the system, the patient¿s blood pressure was noted to be hypotensive at approximately 50-60 millimeters of mercury (mmhg) systolic. After successful prep and fluoro check, the second valve and 14f dcs was introduced via the 18f external sheath. The valve was quickly deployed with minimal gantry angle adjustment due to patient condition deteriorating. The valve was successfully deployed at a depth of approximately 6mm ncc and 8mm left coronary cusp (lcc). The system was withdrawn to descending aorta and then removed. Hypotension was still present and the transthoracic echocardiogram (tte) revealed a small pericardial effusion. Pericardiocentesis was performed and pressors were given by anaesthesia during intubation of patient. The patient's blood pressure vacillated widely between more than 200mmhg systolic and 50mmhg systolic. It was also reported that 400 ml of blood aspirated. The surgeon a made decision to open the chest. Blood was aspirated from pericardium and the surgeon found a tear of an unknown size in the ascending aorta and continued aspirating blood. It was unknown if repairs were attempted or were successful. Cardiac massage and internal defibrillation were attempted but were unsuccessful. The surgeon pronounced patient deceased and case ended.

Manufacturer narrative:
Additional information was received that the 29 mm valve was implanted quickly with minimal regard to implant depth due to the patient's deteriorating patient condition. It was reported that there was no abnormal patient anatomical factors that contributed. It is unknown if an autopsy was performed. The cause of death was not reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.